Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a left unruptured cavernous fusiform aneurysm measuring 17mm x 8mm. During the pipeline deployment, it was reported that the pipeline did not open and was removed from the patient. No injury was reported with the patient as a result of the procedure.